Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (23 mg/ml at 6.6 mg/day) and sufenta/sufentanil (610 mcg/ml at 175.15 mcg/day) via an implanted pump. It was reported that yesterday at the patient¿s pump refill visit, the hcp expected to pull out 3.9 ml, but was only able to pull out 0.5 ml. The hcp continued by injecting 2 ml into the pump and then pulling the 2 ml out. Then injecting 5 ml into the pump and then pulled the 5 ml out just fine. The hcp then injected the 20 ml of medication into the pump and the refill itself went just fine. The hcp had used ultrasound each time the needle was inserted. About 15 minutes after the refill, the patient was ¿zoned out in a catatonic state (more on the left side) having some seizure-like activity, but nothing on the lower extremities¿. The hcp then went to remove the medication from the pump but was only able to pull out 14 ml. The hcp felt around the pump pocket area and did not feel anything different and did not see any fluid in the pocket. The patient was given narcan and responded; however, the patient ¿started to go back¿ so they had to inject narcan a total of 2-3 times before the ambulance came. The hcp programmed the pump to minimum rate before the patient went to the hospital. The hcp last heard yesterday that the patient seemed to be doing okay. The hcp was wondering if maybe there was an issue with the pump that could explain why he was only able to get back 14 ml and not the 20 ml that he had put in the pump. It had been confirmed with the hcp that he was using the appropriate tubing, but it was unknown which brand of refill kit was used and when asked the hcp did not provide that information. There were also no boluses programmed and the patient did not have a ptm (personal therapy manager). The hcp didn¿t think that the 6 ml of drug went into the intrathecal space since the patient would have felt numbness from the bupivacaine but didn¿t. The potential for a partial pocket fill was reviewed or the hcp not being able to get all of the drug out of the pump as possibilities. It was reported that after the refill before this last refill the patient never got home. The patient was confused and slept in their car overnight. At that time, the patient¿s sugar levels were really high and the patient was a diabetic. The hcp had no additional information to provide regarding the previous refill. Additional information was received regarding the most recent refill and it was reported that the patient did return to the office on the afternoon of (B)(6) 2020 at which time they removed the drug from the pump and put lr (lactated ringer's solution) in the pump to diffuse at minimum rate.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the pump was replaced.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that per the patient¿s nurse the patient had had a couple of pocket fills and the refilling physician believed there was a malfunction with the septum and that was the cause for the pocket fills. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was referred to have the pump replaced. The surgery was planned, but not yet scheduled. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.